Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the latch sensor was not properly positioned within the hard stop mold designated for it. A field service engineer performed an inspection of the station that had been detached from the device. The sensor was properly positioned within the mold, after which the drawer was reinserted, and the system was rebooted to rectify the problem. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that the pyxis medstation es main drawer 3.1 system is not opening, indicating that maintenance is required due to an error. A customer has reported that, due to this malfunction, the user was unable to remove the medication when dispensing it to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the bd pyxis medstation es main drawer 3.1 system is not opening, indicating that maintenance is required due to an error. A customer has reported that, due to this malfunction, the user was unable to remove the medication when dispensing it to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-dec-2022 to 01- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that latch sensor was not properly positioned within the hard stop mold designated for it. A field service engineer performed an inspection of the station that had been detached from the device. The sensor was properly positioned within the mold, after which the drawer was reinserted, and the system was rebooted to rectify the problem. The system functioned as intended after the field service engineer serviced the device.